Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain volume of 4000ml, which occurred on the homechoice (hc) during use during drain 6 of 6 the previous night. The rn was calling from the clinic and did not have the machine in front of her. The rn stated the patient was doing tidal therapy and had a fill volume of 2000ml when the event occurred. The rn reported that the patient usually has an ultrafiltration of 900ml to 2000ml at the end of therapy and has a last fill volume of 200ml. The rn reported the patient also does manual drains throughout therapy at the end of every drain. This report met increased intraperitoneal volume (iipv) criteria. The baxter technical service representative (tsr) offered to swap the device for further evaluation. The rn declined. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(6) 2011, regarding the reported high drain event. The rn stated the patient has not reported any symptoms or other drain volumes that meet iipv criteria. The rn confirmed there was no patient injury or medical intervention associated with this report and that the patient was continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow up MDR will be submitted.